Event description:
It was reported that during an intermaxillary fixation procedure to treat a fractured condylar head on (B)(6) 2013, an unknown 2.0 x 12mm imf screw broke. The head of screw and part of shaft were recovered. The surgeon burred down the remaining portion of the shaft and left it in the patient. The procedure was successfully completed with no injury to the patient. There was a 20 minute delay in completing the procedure. This report is for an unknown screw. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is an unknown screw, quantity 1. (B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.